Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the crown was mobile, and the doctor discovered that the implant body was fractured and removed it. No other implant has been placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite implant, (oss411) was returned for evaluation. Visual/physical evaluation of the as returned product identified fracture around the threads. DHR review for the lot (2016101969) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2016101969 for similar events and 1 other complaint was identified under (B)(4). Review completed utilizing keywords: ¿fracture: implant.¿ the customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 8/1/2022. Information identified: warnings. Per the applicable IFU, ¿excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability¿. Based on the investigation and risk management file review, the most likely root causes determined were patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.